Event description:
It was reported that the connector of offset broach handle broke upon impaction. All parts recovered without issue. Delay no greater than thirty minutes was reported. Backup device was available.

Manufacturer narrative:
The daa offset adapter right 60/25mm (75004613), used in treatment was received for investigation. It was reported that the connector of offset broach handle broke upon impaction. All parts could be recovered without any issues. A visual investigation could confirm this issue, the part broken off was also received for investigation. This instrument is designed to hold and guide the detachable rasps for broaching. It is therefore subjected to repeated impact forces via the modular knock plate or the pneumatic woodpecker. Previous investigations demonstrated, that under specific circumstances, this device may fracture during impaction. An optimized design of the device has been released in order to reduce the occurrence of this issue. The failure mode could be confirmed, the root cause is attributed to an insufficient design specifications. Smith and nephew will monitor this version of the device for further similar issues. The device will bi discarded.